Manufacturer narrative:
(B)(6). Results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for simulated use evaluation, and the customer's indicated failure mode for gel separation issues was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that use of bd vacutainer® plus plastic citrate tube. Translucent light blue bd hemogard¿ did not result in a complete separation. No injury or medical intervention reported.